Manufacturer narrative:
The reported event of the cover coming off the housing was confirmed by a manufacturer service technician through visual inspection. It was confirmed that the hinges were broken due to a chemical attack as a result of improper or non-recommended cleaning procedures. The housing is not a repairable device and will therefore not be returned to the user facility.

Event description:
It was reported that during a surgical procedure at the user facility the cover of the device opened. The procedure was completed successfully using backup equipment without a clinically significant delay; no adverse consequences or medical intervention were reported. It was not reported that any components came into contact with the surgical site.

Event description:
It was reported that during a surgical procedure at the user facility the cover of the device opened. The procedure was completed successfully using backup equipment without a clinically significant delay; no adverse consequences or medical intervention were reported. It was not reported that any components came into contact with the surgical site.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.